Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the uim on this ventilator has back light problems. There is no patient involvement on the event.